Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the instrument was fractured. The cause was suspected to be from deterioration. There was no patient involvement. Additional information was received. The site noted there was a disconnection associated with the instrument.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 733879, serial/lot #: (B)(6), ubd: 31-may-2016.h3, h6; the probe, lot number: 110203, was returned to the manufacturer for analysis. The strain relief had been broken on the returned probe. Otherwise, the probe was found to be fully functional. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.